Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire had not been received. (B)(4).

Event description:
A consumer reported following bilateral intraocular lens implant (iol) procedure that her floaters make driving almost impossible and her vision is blurry and declining. Add'l info has been requested. There are two medical device reports for this event. This report is for the left eye.